Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Occlusion alarm is a safety feature and not a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Alerts and alarms 10 / page 125: warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod). Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer¿s mother reported on 6/10/2017 her son¿s blood glucose (bg), carbohydrate intake and insulin history is as follows: (B)(6). He was vomiting and sleeping all day so she took him to the hospital where he was treated with insulin intravenously. The patient and mother did not understand that the pod was inactive during three hour timeframe, which caused his high bg levels. The pod worn on abdomen was discarded. Additional training provided to the customer.